Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the universal surgical manipulator (usm) was locked, with a yellow light, and unable to be controlled. The customer had undocked from the trocar. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs but found no related errors. The tse asked caller to try and clutch the usm, but issue persisted. The reporter stated that the surgeon was going to continue and call back if needed. The procedure was completed as planned with no reported injury. The initial reporter called isi back to further troubleshoot after the completion of the case. The tse had the caller hard-cycle the system, but the issue persisted. The tse then had the caller power down and exercise the axis instrument axis and insertion axis. Issue remained upon power-up. The tse noted 23007 errors on usm 3 axis 3, indicating high velocity during the wiggle test.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. When the unit was returned, error 23007 along insertion/axis 3 was reproduced during power-up.